Event description:
It was reported while attempting to remove and replace an intraocular lens (iol) within the same procedure from the right eye of a patient, the incision was required to be enlarged. It was stated that the incision was not large enough, so the incision was enlarged and a new lens with the same diopter and model was implanted. The procedure was completed successfully, and no vitrectomy was performed. No further information was provided.

Manufacturer narrative:
(B)(4): incision enlarged;remove and replace intraocular lens. All pertinent information available to abbott medical optics has been submitted. Placeholder.